Manufacturer narrative:
One osseotite xp® implant 4/5 x 13mm (os4513) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured across the threads, also what appears to be human bone can be seen around the implant body. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 18 and was used for approximately 14 years 4 months. The customer did not provide any pictures or x-rays. DHR review was not completed as it was not electronically available for the subject lot number (226334) thus could not be further reviewed at the time of investigation. A notification to manufacturing has been sent and requested to pull the full paper DHR for review. The pce will be reopened and updated if there is any indication of non-conformance or any possible manufacturing issue related to the reported event. Since the DHR was not available, a tip qa nc database was used for non-conformances related to the reported event and subject lot number. No non-conformances were found for the subject lot number (226334). Complaint history review was performed for the reported lot number (226334) for similar events and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture & bone loss) or device (os4513). Therefore, based on the available information, device malfunction did occur and the reported event for fracture was confirmed as physical evaluation identified the fractured implant. However, the reported bone loss could not be verified with the information provided.

Event description:
No additional event details were provided.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Event date: not provided.

Event description:
It was reported that implant (os4513 ) fractured. Patient presented to the dental office with an implant fracture and site inflammation. Implant had to be removed and bone loss was indicated as a result. Site was bone grafted. Tooth location 18.